Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The mitraclip referenced will be filed under a separate medwatch report number.

Event description:
This is being reported due to the steerable guide catheter failing to hold fluid column. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The patient presented with a restricted posterior leaflet, dilated left atrium, and a suboptimal transeptal puncture was performed. During preparation of the steerable guide catheter (sgc) it failed to hold fluid column. Troubleshooting was attempted but was unsuccessful. The faulty sgc never entered the patient anatomy. A replacement sgc was then used without issue. No additional information was provided regarding this issue.